Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and experienced continuous glucose readings on the dexcom app but not on the ilet bionic pancreas, indicating signal loss between the cgm and the ilet; troubleshooting and education were provided, and readings began appearing on the ilet during the call. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no impact to blood glucose. User support included troubleshooting focused on cgm-to-pump communication and user education. Investigation of this case revealed a communication issue limited to the ilet receiving cgm data, with the dexcom app functioning, consistent with intermittent connectivity between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue not related to a device hardware failure.